Event description:
Failure of perclose device required surgical cutdown to repair the femoral artery. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).